Event description:
It was reported that there have been several instances of small r waves for subcutaneous implantable cardioverter defibrillator (s-ICD) one year after they were implanted. In some occasions, inappropriate shocks were reported to have been delivered as a result. No specific device or patient information was provided. Technical services (ts) was consulted and discussed the most common causes would be s-ICD system movement. Also physiologic changes in the patient such as weight gain or heart failure increasing the size of the patients heart could contribute. No adverse patient effects were reported for any specific patient.

Event description:
It was reported that there have been several instances of small r waves for subcutaneous implantable cardioverter defibrillator (s-ICD) one year after they were implanted. In some occasions, inappropriate shocks were reported to have been delivered as a result. No specific device or patient information was provided. Technical services (ts) was consulted and discussed the most common causes would be s-ICD system movement. Also physiologic changes in the patient such as weight gain or heart failure increasing the size of the patients heart could contribute. No adverse patient effects were reported for any specific patient.